Manufacturer narrative:
The barimaxx ii power cord was inspected for damage on (B)(4) 2009, prior to placement at the healthcare facility. Subsequent to the reported event, the barimaxx ii bed was returned to the kci service center and evaluated. Evaluation of the power cord confirmed that the neutral prong was missing and revealed evidence that melting and scorching had occurred around the area where the neutral prong had been.

Event description:
On (B)(6)2009, it was reported that the power cord plug allegedly malfunctioned while plugged into the wall outlet at the healthcare facility. The barimaxx ii bed was initially placed with the account on (B)(6) 2009. There was no injury to the patient or healthcare facility staff.